Event description:
A customer reported observing that the results for one pt sample were misassociated with the name of a different pt. Mismatched results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: the investigation determined that the customer reuses sample ids. It has been shown that mismatched results might occur when sample ids are reused. The root cause of this event is user error.